Manufacturer narrative:
(B)(4). Date sent: 9/22/2020. D4: batch#: u5a96l. Device analysis: the analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer was partially cut, indented and there were no staples present. In addition, the washer was noted to have nicks. This damage is consistent with when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. The device was reloaded with staples and tested for functionality with a test washer. The device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. During functional test, slight movement of the ferrule was noted. However, the staple line was complete and the staples met the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. Before firing the device, the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point and the firing trigger is parallel to the instrument handle), staples could be partially deployed without cutting the washer. Please reference the instruction for use for more information. No conclusion could be reached as to how the ferule became damaged. The instructions for use do contain the following: "caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result." It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, the surgeon felt the device was something different than usual and it could not be fired well. The surgeon commented he did not have click feeling when he grasped the trigger. The device was somehow removed from the patient, but the deployed staples were unformed, so the device was fired again. Another device was used to complete the case. When the sales rep checked the device after the surgery, the malformed staples were found on the cut end. It looked the washer was uncut. There were no adverse consequences to the patient. No further information is available.